Event description:
This is report 2 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The cause of the peritonitis was unknown and treatment information was not reported. The patient was eventually discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). The patient was hospitalized for two days for the event of peritonitis. The patient was treated with oral levaquin and experienced an allergic reaction to the levaquin, further described as hives. Levaquin was discontinued due to allergic reaction of hives. The patient was switched to IV daptomycin for treatment of the peritonitis with culture positive for coagulase-negative staphylococcus epidermidis. The patient again experienced a similar reaction of hives related to the daptomycin. On an unreported date, daptomycin was discontinued due to the hives. The patient was not started on another antibiotic as the patient seemed to be allergic to everything. The cause of the peritonitis was unknown. On an unreported date, the patient was retrained on a proper aseptic technique. The patient recovered from the event of peritonitis. A review of all batch record documents for potentially associated lot numbers h13e14096 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4) and (B)(4).